Event description:
The customer reported that the ventilator would not powered on after the bottom enclosure was replaced. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported that the ventilator would not powered on after the bottom enclosure was replaced. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).